Manufacturer narrative:
Additional information: d9: the device associated with this report has not been returned to the manufacturer for evaluation. H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that during surgery, there was a broken bur in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during surgery, there was a broken bur in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation if device is available.